Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 21009252, *only the paddle was explanted due to migration.

Event description:
It was reported that this spinal cord stimulation (scs) system was explanted due to migration of the paddle. Device will not return because it was disposed. No additional adverse patient effects were reported. It is not indicated whether electrocautery was used.